Event description:
It was reported on (B)(6) 2025 that a patient implanted with an osm ipg had their device explanted three days prior. The device had not previously malfunctioned and was not explanted for that reason; rather, the patient's cardiologist had the device explanted due to the patient's severe and worsening tricuspid regurgitation. The explanted device is available for retrieval by impulse dynamics and is expected to be returned to ID USA in (B)(6) in the coming weeks for evaluation.